Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: it was used as camera port by close method. When it reached the cavity, the tip (fin) broke off and fell into the cavity. The piece was retrieved. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.